Manufacturer narrative:
Update: file reportability reassessed after completion of investigation to find that the file was incorrectly assessed as reportable for the reported failed preventative maintenance. However, the investigation findings did not change the reportability of this file per the standard work instruction 1502-004-000-swi v.02 with a date of awareness/teco date of (B)(6) 2020 for the identified failed preventative maintenance. A supplemental MDR will be sent to capture the change in reportability from reportable to non-reportable because a failed preventative maintenance is not reportable per standard work instruction 1502-004-000-swi v.02.

Event description:
Customer reported the device failed preventive maintenance. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem cannot be determined. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 11/26/2018 to 09/15/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
Customer reported the device failed preventive maintenance. It was reported there was no patient involvement.